Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 135 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. Failure analysis was unable to perform the excessive no delivery alarm test due to prime anomaly. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.